Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Results of investigation: the vyaire failure analysis laboratory received the suspect microblender assembly for investigation. An evaluation of the component could be confirmed and duplicated. The dry o-rings on the poppet assembly was causing the poppet to stick and not alarm. The alarm adjustments were also found to be out of calibration.

Event description:
The customer reported while using the p/n 9320 low flow air/oxygen microblender; the device's alarm is not working. The customer reported the device is due for overhaul and repairs. The customer reported there is no patient involvement associated with the event.